Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck with a non-boston scientific guidewire, and exit port damage was noted. The ivus catheter was removed together with the wire, and the procedure was completed with another of the same device. No patient complications were reported.